Event description:
A malfunction on the pump was reported by the customer. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information on resetting the pump, assisted with the reset, and the malfunction code did not recur. The customer was instructed to call back if the malfunction reappeared and was able to continue using the pump.